Event description:
New information received notes that the patient's health improved and the device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
No communication was confirmed due to low battery voltage. The battery did not meet the longevity requirement. With a replacement battery, the device tested normal and no source of high current drain was detected. The battery was sent to the manufacturer; however no anomaly was found. The cause of the premature battery depletion that led to loss of communication was not determined.

Event description:
It was reported that the patient presented to the clinic with a device that was unable to be interrogated. Several attempts were made with the wand to obtain telemetry. The patient recently had radiation therapy on their face. The physician and the patient will review the option of device removal due to the patient's poor health.